Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed button error. The insulin pump was blocked. Customer's blood glucose level was 121 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.